Manufacturer narrative:
Update/correction: the device code (B)(6) was previously applied in error and was therefore removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j0039642r, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Device code no longer applies to the catheter. Device code applies to the catheter. Eval code-conclusion code no longer applies to the catheter and instead applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a manufacturer representative (rep) reported the pump was going to be sent back someone other than the rep on 2017-may-17 or 2017-may-18 and the reference number was given. It was reported that the catheter migration did not occur per healthcare professional (hcp). It was noted that the catheter was replaced. It was noted that the patient's symptoms, inability to aspirate, and catheter migration had resolved. The patient's weight was (B)(6) on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j0039642r, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jun-23. The rep provided an observation role during the case and they had been notified of the complaint. It was reported that there was normal battery depletion (eri) on the pump and there were no allegations against the device. The catheter was defective as the lead was bad and it was not saved, and the pump was replaced at the same time. The pump was replaced with another device from the same manufacturer. The pump was returned to the manufacturer for analysis, as the hcp had the return kit and label. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jun-08 reported the cause of the could not aspirate the catheter during a dye study was not determined. It was noted that the could not aspirate the catheter during a dye study had been resolved. It was noted that they "will replaced with a new system and implant." No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8709 lot# j0039642r implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving infumorph (m morphine) 10mg/ml for a total current dose of 1.2mg/day and infumorph (morphine) 10mg/ml for a new total dose of 1.0mg/day via an implantable pump non-malignant pain and failed back surgery syndrome. It was reported a catheter event occurred and was confirmed. It was stated that the catheter had migrated and the patient was not longer getting therapy. It was noted that the issue was diagnosed via imaging. It was stated that they attempted to do a dye study earlier this week, but could not aspirate. It was noted they did an x-ray and the catheter appeared to be down to l2. It was noted that the pump and catheter were replaced yesterday ((B)(6) 2017), and the pump will be sent back for analysis. The old catheter has been removed from the spine and a new one was placed, and the catheter will not be returned as it was cut in many pieces during explant. Patient reported that sometimes they would feel fine, but had experienced withdrawal. The patient's weight was unknown, and the cause of the catheter migration was unknown. Event date was noted as (B)(6) 2017. The manufacturer representative asked for the pump to be processed out, so it could be returned to manufacturer for analysis, but no additional communication was received. No further complications were reported/anticipated.